Event description:
It was reported that when passing the catheter over the swg, the swg "deformed." As a result, a new kit was opened and a new puncture was needed along with additional sedation to successfully complete the procedure. A delay was reported, however, there was no death or complications to the patient as a result of this occurrence. The patient involved was a (B)(6) female.

Manufacturer narrative:
(B)(4). The device will not be returned.